Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager failed. A field service engineer cleaned micro switches and tightened connectors to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system remote manager had failed. The customer reported that users were unable to remove medications from the fridge and there was no delay in patient care. There were no adverse events or injuries reported based on this incident. .